Manufacturer narrative:
Per the clinic, there are plans to explant the device as open circuit were noted; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient experienced no sound and the patient's implant is unable to be stimulated. Subsequently, open circuits were noted on all electrodes. Troubleshooting / reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, may 30, 2025.